Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Additional information: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported product problem was confirmed during the power up process. The pump was constantly alarming without displaying anything. The event history log (ehl) could not be downloaded as a result. Inspection found that the main and interconnect boards were contaminated. The contamination was attributed the customer. A user interface issue was established as the root cause.

Event description:
It was reported that the medfusion pump was alarming non-stop. No patient injury or complications were reported in relation to this event.